Manufacturer narrative:
Lot number - sr18e14034 and sr18j24086. A batch review was conducted for lot sr18e14034 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) clearlink y-type blood sets were leaking. One set was leaking from an unspecified location during an unspecified process step, and three sets came apart at the y connection during infusion. Patient involvement is unknown for one event, and three of the events involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted for lot sr18j24086 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.